Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose and that the infusion device alarmed e4 occlusion due to bent infusion cannulas. There were no issues with the preparation of the infusion set. The infusion headset was difficult to insert into his body, and the cannula was bent and kinked in 1 area after it was removed. There was no insulin leakage. Blood glucose elevated to 350-400 mg/dl, and he treated hyperglycemia by bolusing through the infusion device and then by delivering an insulin injection. Normal blood glucose is around 120 mg/dl. Headsets were inserted manually and with the insertion device. This first occurred in (B)(6) 2010, and has happened multiple times. Product was replaced. Alleged infusion sets were not available to return for eval. The pt did not require assistance from a health care professional or second party to address the issue.